Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to the receiver not turning on, but will turn on with good battery. Receiver log download could not be performed due to log data not able to download. Functional testing was unable to be performed due to no communication between pc and receiver. The receiver case was opened, the internal inspection failed due to damaged usb connector. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.